Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The harness and filter board were replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was giving flow sensor alarms. There was no report of patient involvement.